Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd received samples from the customer facility for the investigation of (B)(4). Since the customer is the same in both complaints, the investigation completed for this record can be the same. This complaint is confirmed to be within the scope of the investigation of (B)(4). Quality has previously reviewed, evaluated and investigated this failure mode. No further action is required at this time. Based on evaluation of the complaint information, this complaint meets the criteria for a previously investigated complaint; (B)(4)

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set with pre-attached holder had insufficient blood flow. No serious injury or medical intervention.